Event description:
In 2005, the lay reporter contacted lifescan alleging that the lay patient's one touch ultra smart meter was reading inaccurately erratic. The medical affairs specialist (mas) sent a letter to the patient since he could not be reached via phone. The patient obtained results of 117, 386, and 438 mg/dl on the reported meter within 10 minutes of each other while having no symptoms of high or low blood glucose level. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient ate food and/or drank beverage following use of the meter. The customer service agent (csa) noted that the patient received food and/or beverage as treatment from a medical professional; however, no results obtained by the medical professional were provided and the patient report being asymptomatic at the time of concern. The customer service agent (csa) walked the patient through a control solution test. The patient was unable/unwilling to answer whether the control solution result was in range. The meter, test strips, and control solution were replaced. The case is reported as a potential malfunction of the meter in terms of precision.